Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting a lead into the header of this device. Please refer to the description for more information regarding the specific circumstances of this event. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead was initially difficult to insert into the implantable cardioverter defibrillator (ICD). Following technique feedback from the clinical representative, the lead was successfully inserted into the device. No adverse effects to the patient were reported. The system remains in service.